Event description:
It was reported that non-sustained lead noise was observed. At this time, the patient was in the hospital for unrelated reasons. Patient was recently placed on ventilator and feeding tube. Attempts to recreate the noise were not made due to the patients condition. It was decided that the lead would be monitored.

Manufacturer narrative:
No medwatch form was received.